Event description:
At change of shift, therapy pumps on crrt noted to be sticking and skipping. Machine was alarming "load cell disturbance" intermittently. By 2 am, patient was approx. 200-300 cc behind on fluid removal goal with malfunctioning machine. Discussed with hemodialysis nurses and unable to obtain replacement machine at this time. Crrt disconnected to prevent further fluid gain. Patient had just decompensated this evening requiring 100% fio2 and peep of 10 with pulmonary edema on chest x-ray per physician. Fio2 was at 90% at the time the circuit was disconnected.